Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing burning sensation and discomfort at the ipg site. The patient believed that the discomfort worsened upon charging the ipg and even when the system was off. It was noted that the ipg flipped. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing burning sensation and discomfort at the ipg site. The patient believed that the discomfort worsened upon charging the ipg and even when the system was off. It was noted that the ipg flipped. The patient will undergo an explant procedure.